Event description:
The reporter contacted animas on (B)(6) 2012 reporting that for the past week the ok keypad button required multiple presses to elicit a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2012 with the following findings: evaluation revealed that the keypad button symbols were worn but the keypad rubber was fully intact. Evaluation revealed that the ok keypad button was intermittently unresponsive. The other keypad buttons responded appropriately. The keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.